Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
It was reported that the patient experienced pain during an MRI (specific date not reported). Per the clinic, the device was electively explanted on (B)(6) 2026 due to the patient requiring serial MRI scans and it is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.